Manufacturer narrative:
(B)(4). Cuvette lot # not provided.

Event description:
Healthcare professional reports inconsistent results with the protime microcoagulation system. Protime generated 5.7 inr and repeat test generated 2.4 inr. Pt's therapeutic range: 2.0-3.0. No adverse event(s) reported.